Event description:
The product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. A probable cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient laid down and experienced a hypoglycemic event, she became incoherent, her eyes were open but she was just mumbling and moaning. The cgm was not making any sound or alert because there was a sensor error. The patient´s spouse checked on the patient in her room and found her incoherent and not able to respond. The patient´s spouse called the emergency medical services (ems) and when the ems arrived at the patient´s residence, checked her blood glucose and it was 30 mg/dl. They assisted in elevating the patient's blood glucose with IV glucose. At the time of the report, the patient was in stable condition. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.